Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR because the patient reported the symptom of difficulty breathing while wearing the invisalign system aligners and no additional information was provided by the treating doctor. Not returned to manufacture.

Event description:
The patient reported symptoms of irritation and difficulty breathing. It is unknown if the patient required any medical intervention to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms.